Event description:
During a remote follow-up, p wave amplitude variation was observed on the right atrial (ra) lead. A dislodgement of the ra lead is suspected. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that episodes of undersensing were observed on the right atrial lead.